Manufacturer narrative:
Product is an instrument and not implantable. Eval is pending upon completed investigation of the product.

Event description:
On (B)(6) 2010, the surgeon was performing a primary multilevel fusion. When the surgeon was tightening a pedicle screw as it drew closer to the bone, the sequoia modular driver cracked on the tip, but no pieces were broken off. There were other sequoia modular drivers available to complete the surgery as indicated. There was no surgical delay and no harm to the pt. This malfunction has been associated with an adverse event in the past.